Manufacturer narrative:
1038671-2023-02819. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2008. Approximately 12 years and 2 months after the initial procedure the patient had a right knee revision and another competitor's implant in. The patient underwent a revision procedure to address prosthesis wear. The patient experienced pain and synovitis. During the revision the surgeon noted that the "procedure was at least 50% more difficult and complex due to the massive synovitis that was encountered as well as the excessive cement that had to be removed and extra bony cuts necessary for the augment on the tibial side.¿